Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: drill bit broke. Probable root cause: design: drill design too weak; drill material too weak; manufacturing processes selected weaken drill material; drill extends too far beyond guide ; bushing does not keep drill in orientation with guide (iconix without needles disposable drill only); process: drill manufactured out of specification; application: excessive force while drilling; selection of wrong drill; reuse of disposable drill; use of reusable drill past lifetime (after it has become dull); starting and stopping drill; pulling drill out of bone without running drill; moving drill guide during drilling.

Event description:
It was reported that the drill bit broke. The broken piece remained inside the patient.